Event description:
Caller reported that the t:slim x2 pump battery would not charge, and attempts to resolve the issue using different charging cables and wall adapters were unsuccessful. There was no adverse impact to the customer's blood glucose level. Customer was provided with a replacement pump by technical support, and instructions for returning the problematic pump to tandem and receiving training for the new pump were communicated and acknowledged by the caller.